Event description:
It was reported that the right ventricular (rv) lead had high impedance due to a possible fracture. The rv lead was capped and replaced about three weeks later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5554-45 lead, implanted (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead alerted for high out of range impedance in the rv coil and the superior vena cava (svc) coil. Pocket manipulation and isometrics were performed which was able to replicate the high impedance.